Event description:
The device was returned for mechanical hardware failure (vr assembly). Investigation found vr coupler was not functioning properly when manually cycled. Removed vr assembly and frm flex cable was not fully seated at j1 connector. Re seated connector. Placed unit in vr coupler alignment tool and reinstalled vr assembly verifying all parts seated properly. Aligned vr coupler with resistor motor to set at zero/home position. Performed resistor home test and resistor calibration/verification test, unit passed. Internal investigation found pneumatic plate is damaged due to broken screw mounts. Pneumatic plate will be removed and replaced during repair process. No other damage found. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: " low battery. The av (actuator valve) pins and loading guide was cleaned. There was no problem while testing. Patient harm: unknown". A preliminary review of the logs identified the following issue: mechanical hardware failure. (Vr assembly) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.